Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg had become inoperable and would not communicate with external devices. Reportedly, patient¿s programmer was displaying an error message. As a result, patient underwent a surgical intervention on (B)(6) 2018, and ipg was replaced.